Event description:
After receiving my 3rd injection of synvisc in both knees, I had a reaction. Five days after the injection, both knees became very swollen, red and painful. I followed up with a dr. Who originally injected my knees. Dr aspirated both knees and injected them with steroids. I returned to his office in 3 days to have aspirations and steroid injections again. I saw a rheumatologist, dr who aspirated by left knee and injected steroids once again. Route: intrasynovi. Dates of use: 2009. Diagnosis or reason for use: osteoarthritis of the knees. Event abated after use stopped: yes.